Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01288.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the physician noticed none of the indicator lights on the engine would illuminate and the engine was not generating aspiration. The grommets near the canisters were removed in an attempt to troubleshoot; however, it was unsuccessful. It was also reported that the vacuum release lever was depressed. Therefore, engine was removed. The procedure was completed using a manual aspiration catheter. There was no report of an adverse effect to the patient.